Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to leak oil on the home switch. They were unable to confirm the motor position encoder error due to the motor error alarm. The pump had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 122 mg/dl. The pump motor was sounded funny when she was changing the infusion set and reservoir. The customer was assisted with the rewind screen and the pump would give a motor error alarm after rewind was completed. Troubleshooting was performed. The device was returned for analysis.